Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07128. It was reported the patient no longer had stimulation. The sjm representative met with the patient for reprogramming and determined there were multiple contacts on the lead which were invalid. The patient stated he had noticed a change after physical therapy. Reprogramming provided stimulation. An x-ray was taken which did not find any anomalies. Follow up identified the physician explanted and replaced both leads. It was reported the impedances were valid after the procedure, and the patient received effective stimulation coverage.